Manufacturer narrative:
D1, d2, g4 (PMA/510k #).

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, customer continued to use pump for insulin therapy.